Event description:
It was later reported the motor stall recovered. The pump was stalled for approximately two hours. There was no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall without recovery following an MRI. There was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. The patient had only been out of the MRI for 20 minutes when the motor stall was without recovery. The reporter was going to continue checking the logs for a recovery. The motor stall occurred at 1307 on (B)(6) 2012. There were no patient symptoms reported, and no update provided. The medication in the pump was hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).